Event description:
The distributor reported that the up, down, and ok buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad buttons were found to be responding normally to presses. The keypad was removed and adhesive was observed under the contrast and up button contacts. Unrelated to the complaint, the battery compartment was found to be cracked.